Manufacturer narrative:
There is no indication of any issue with the nalu system itself and the patient reported good pain relief. No lab results have been shared with the firm to confirm presence or type of infection. Infection is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. Patient reported good pain relief from the nalu implant, however developed an infection at the implanted lead site. During a wound care visit on (B)(6) 2024 it was determined that the system would need to be removed to allow healing. A full system explant was performed on (B)(6) 2024.